Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The im receptacle cable pin 5 was damaged. It was recommended to the distributor that the 90164 im receptacle cable be replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was a damaged im receptacle cable. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2018, mallinckrodt was notified of a damaged injector module (im) receptacle cable with inomax dsir (B)(4). There was no impact or harm to the patient reported. On 17-jun-2018, mallinckrodt was made aware that during service, it was confirmed that pin 5 of the im receptacle cable of dsir (B)(4) was damaged. This match was found during visual inspection of the device during service. This is being reported as it is considered a reportable malfunction.